Event description:
It was reported that recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was then inserted in. The closure device was deployed and release criteria were checked. The device did not meet release criteria due to positioning and needed to be fully recaptured. There was significant resistance noted while fully recapturing the closure device. It was also noticed that the access system was kinked. The closure device was successfully recaptured and both the was and wds were removed from the patient. A new was and wds were used to successfully complete the procedure. There were no patient complications that occurred.

Event description:
It was reported that recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was then inserted in. The closure device was deployed and release criteria were checked. The device did not meet release criteria due to positioning and needed to be fully recaptured. There was significant resistance noted while fully recapturing the closure device. It was also noticed that the access system was kinked. The closure device was successfully recaptured and both the was and wds were removed from the patient. A new was and wds were used to successfully complete the procedure. There were no patient complications that occurred.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed kinks in the sheath located 5.1cm and 20cm from the tip of the device, and the tip was damaged (delamination). Inspection of the rest of the device found no other damage or defect.